Manufacturer narrative:
B5: upon follow up, it was reported that the cause of peritonitis was due to "fungal infection". The patient was hospitalized for the event and was later arranged for a transfer to another hospital for treatment. At the time of this report, the patient was recovered from the event and pd therapy was withdrawn. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was not hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was not recovered and action with pd therapy was not reported. No additional information is available as the reporter declined follow-up.